Event description:
Caller reported that their continuous glucose monitor (cgm) graph was missing from the pump's home screen and the unlock buttons appeared differently. There was no adverse impact to the customer's blood glucose level. The customer confirmed having an active sensor session within the previous 24 hours and was able to upload pump data. Technical support planned to investigate and follow up. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.